Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. There was no reported impact to customer's blood glucose. Cartridges were replaced to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.